Event description:
The pacemaker was implanted on (B)(6) 2010 and connected to the previously implanted ventricular lead, which was implanted on (B)(6) 2003. Reportedly, during the replacement procedure of the pacemaker, it was impossible to unscrew the setscrew of the ventricular lead pin. When pulling the lead, the connector pin of the ventricular lead disengaged. As a result, the ventricular lead needed to be replaced as well.

Manufacturer narrative:
Expertise of the returned device revealed that the set-screw could not be unscrewed since the hexagonal cavity was deformed, it could not be determined if the damage was sustained during the implantation or explantation procedure.

Event description:
The pacemaker was implanted on (B)(6) 2010 the previously implanted ventricular lead, which was implanted on (B)(6) 2003. Reportedly, during the replacement procedure of the pacemaker, it was impossible to unscrew the setscrew of the ventricular lead pin. When pulling the lead, the connector pin of the ventricular lead disengaged. As a result, the ventricular lead needed to be replaced as well.

Event description:
The pacemaker was implanted on (B)(6) 2010 and connected to the previously implanted ventricular lead, which was implanted on (B)(6) 2003. Reportedly, during the replacement procedure of the pacemaker, it was impossible to unscrew the setscrew of the ventricular lead pin. When pulling the lead, the connector pin of the ventricular lead disengaged. As a result, the ventricular lead needed to be replaced as well.